Event description:
The customer reported that the acc battery is dead, will not power on. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the acc battery is dead, will not power on. The battery pack expiration was not provided, and the caller is unsure of the maintenance schedule. The customer is aware that the battery pack has not been charged during the prior two months, not sure about the maintenance prior to that. The customer plugged the device into a wall outlet, and it would function, but they cannot get it to operate on battery power. The unit was purchased within the past year. Communication with the customer: informed customer that the battery pack will be replaced under warranty. Performed a log history file download with customer using a cable they had and had the file emailed to the manufacturer for further analysis. At this time the review of the files has not been completed or documented on the complaint file. The battery charging maintenance has not been performed in accordance with the IFU, and advised the that batteries seemed to have been allowed to fully deplete rendering them inoperable. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.